Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a chemo infusion of lorsorbine (red-orange in color) was infusing for approximately 24 hours through the IV tubing and connected to a connecting closed system model ch30-34. The tubing was spiked to the point below a notch. The tubing was found loosened, and red chemo had dripped outside the closed system. No patient or clinician harm was reported.